Event description:
This patient received 2 sapien valves to resolve paravalvular leak (pvl). Prior to the transaortic tavr procedure, the possibility of the patient having a bicuspid valve was discussed. Final post deployment position was 60:40 aortic/ventricular; moderate-severe pvl was noted. A 2nd 23mm sapien valve was implanted to reduce the pvl. The 2nd valve was placed one cell lower into left ventricular outflow tract and the echo showed trace pvl. Per report, the probability of the valve being bicuspid was the issue contributing to the pvl. The bav balloon was a 22x4 that filled the annulus, but there were some abnormalities associated with the sov, so the 23mm valve was chosen. The aortic valve area measured 429mm2, the image intensifier angle was fair, and the coaxial alignment of the delivery system and valve with respect to the annulus was also described as fair.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the moderate-severe pvl post deployment cannot be confirmed; however, it is thought to be related to a bicuspid valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.